Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 0x2071, and no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump using provided instructions, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction alarm appeared again.